Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 3048298.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.